Manufacturer narrative:
The device has not been received. Investigation is pending.

Event description:
The event involved a intern iii system schenkel links which experienced leakage. The report is a follows: "as you may have already heard, we have a material defect to report. It concerns the intensive care infusion systems sn1071. Issue reported was that infusion fluid leaked from the filter without manipulation. It was further stated that the parents drew their attention to this due to the bed was suddenly wet at the location of the filter." Update: "the problem only occurred after starting the infusion at the patient. The patient (in this case the mother) informed the nursing staff that it was getting wet in the bed and immediately stated the cause/source, namely leakage from the filter. It was a kb3 bag without additives (gluc/nacl) and therefore did not have to be disposed of according to a protocol. The system ran via a central venous catheter. The line was attached to the patient. There was no patient harm noted.

Manufacturer narrative:
D9 - date returned to mfg on 9/30/2024. One video was shared by the customer, showing the customer flushing the set with a syringe, and leakage from the filter vent. No additional damage or anomalies were observed in the video. 3 samples list #sn1071 (1 used and 2 sealed/unused units) were returned for evaluation. As received, the 1.2 micron pet filter from the used sample was observed to be wetted out, and no additional damage or anomalies were observed from the new samples. Each of the three samples were tested. A leak from filter vent from the used sample was observed,; however, there was no leakage from the new/unused samples. The complaint of leaks can be confirmed based on the used physical sample evaluation. The probable cause is typical due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.